Manufacturer narrative:
A customer technical support (cts) assisted the customer with troubleshooting. The customer flushed the sample probe with di water and the issue has been resolved. No further cc sample probe leaking complaint was filed as of (B)(6) 2011. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec), and reported that there is liquid on cover from beneath cartridge chemistries (cc) sample probe, and also cc obstruction detection transducer failure flag. The issue is associated with synchron lx I 725 system. There was no an effect to patient or user.